Manufacturer narrative:
The device was not returned for evaluation. The device history records (DHR) could not be performed as the lot number is unknown. Medical records were provided and reviewed. Approximately six months post filter deployment, and unsuccessful attempt was made to retrieve the filter as the filter hook was embedded in the ivc wall. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, an unsuccessful attempt was made to engage the apex of the filter using retrieval sheath and gooseneck snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly tilted and was unable to be retrieved. The device was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) year-old female. The weight was not provided.